Manufacturer narrative:
It is not known whether or not the sinus perforation occurred during initial site preparation. It is still not clear from the medical history whether the implant removal date should have been 6/25/1998 or whether it was removed the same day it was placed and the stage ii and restoration dates were projections, or refer to the larger implant placed after the removal of the reported implant. Perhaps the site was drilled more deeply than it should have been. The implant is not believed to be the cause of the problem.

Event description:
Implant failed, perforated sinus reported. Date of occurrence unk. One person affected.